Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device found that the whole catheter was broken in two sections. The catheter was broken at approximately 30 cm from the hub with its break that occurred near the catheter shaft bond at approximately 5 cm from the proximal section of the wings. It was noted that the wings of the device were extended. An examination of the bonded ends under magnification was performed and it was noted that there were flow lines near the break location and there were marks made with a kind of tool trying to pull out the device. A suture was wrapped around the catheter at approximately 24 cm from the hub and it appeared to have been used to pull the device as the suture was cinched into the catheter. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a malecot nephorostomy catheter was used in the right kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, the patient was scheduled for the removal of the drainage catheter on (B)(6) 2017, subsequent to the pcnl procedure performed last (B)(6) 2017. On (B)(6) 2017, during the procedure, the tip portion of the catheter was detached inside the patient. The catheter tip was attempted to be removed through the use of forceps but it was not possible. The patient required repeat surgery to resolve the un-retrieved device fragment. It was also noted that the patient did not experience any symptoms but stayed more time in the hospital for the scheduled repeat surgery. On (B)(6) 2017, the patient underwent laparotomy procedure through general anesthesia and the tip of the catheter was successfully removed. The patient was getting well in the hospital.

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the right kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, the patient was scheduled for the removal of the drainage catheter on (B)(6) 2017, subsequent to the pcnl procedure performed last (B)(6) 2017. On (B)(6) 2017, during the procedure, the tip portion of the catheter was detached inside the patient. The catheter tip was attempted to be removed through the use of forceps but it was not possible. The patient required repeat surgery to resolve the un-retrieved device fragment. It was also noted that the patient did not experience any symptoms but stayed more time in the hospital for the scheduled repeat surgery. On (B)(6) 2017, the patient underwent laparotomy procedure through general anesthesia and the tip of the catheter was successfully removed. The patient was getting well in the hospital.